Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer followed up with the customer who agreed that the issue was most likely "user error". No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the 30 degree endoscope plus's image flipped twice, and the brightness increased. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from technical support engineer (tse). Tse could not find any related error in the logs. Tse found two users on the surgeon side consoles (ssc), and the issue could potentially be due to some buttons being pressed accidently. The procedure was completed as planned with no reported injury.